Event description:
Ambicor implanted in 2009. Information received indicates, the ambicor was removed previously due to tenderness and possible infection; surgical details not provided.

Manufacturer narrative:
Add'l lot numbers: 363227005, 363227005, 363227005.